Event description:
It was reported that balloon rupture occurred. A 4 mm x 40 mm x 146 cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres for about 2-3 seconds, the balloon ruptured. The device was completely removed from the patient. There were no patient complications reported.